Manufacturer narrative:
Correction: section h11 - the correct manufacturer narrative in 2017865-2025-75517 should have been "the reported event of an inability to obtain measurements via electrogram (egm) was confirmed. The device records were reviewed by engineering and the reported event was confirmed. Without the device image, the issue could not be investigated further to determine root cause." Rather than "the reported event of an inability to obtain measurements via electrogram (egm) was confirmed. The device records were reviewed by engineering and the reported event was confirmed."

Event description:
It was reported that the patient presented in clinic for a device follow-up. Upon device interrogation, it was noted that the implantable cardiac monitor (icm) failed to display electrograms (egms), was unable to measure r waves and exhibited undersensing. Programming changes were done; multiple measurement attempts made but were unsuccessful. There were no patient consequences.

Manufacturer narrative:
The reported event of an inability to obtain measurements via electrogram (egm) was confirmed. The device records were reviewed by engineering and the reported event was confirmed.